Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she received several no delivery alarms on the insulin pump during priming the infusion sets and reservoirs. The customer's blood glucose was 500 mg/dl. The customer had already reverted to her back-up plan per healthcare provider's instructions. The customer stated that insulin did not exit during the plunger push. The customer was advised to change the infusion set and keep the current reservoir. The customer stated insulin was able to exit afterwards. After troubleshooting, the customer was advised that the insulin pump would be replaced. The customer agreed to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.